Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation-uterus') and uterine cancer ('tumor/ teratoma / cancer type: uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". In 2009, the patient experienced female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse), chronic"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia") and was found to have weight increased ("weight gain"). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In 2014, the patient was found to have uterine cancer (seriousness criterion medically significant). In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced headache ("headaches"), pain in extremity ("feet pain"), arthralgia ("joints pain") and endometriosis ("endometriosis") and was found to have progesterone decreased ("hormonal changes/low progesterone"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, uterine cancer, female sexual dysfunction, dyspareunia, bladder disorder, urinary tract disorder, vaginal discharge, migraine, headache, nausea, fatigue, alopecia, progesterone decreased, weight increased, vaginal haemorrhage, menorrhagia, pain in extremity and arthralgia outcome was unknown and the endometriosis was resolving. The reporter considered alopecia, arthralgia, bladder disorder, dyspareunia, endometriosis, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pain in extremity, progesterone decreased, urinary tract disorder, uterine cancer, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs and mr received. Reporters information updated. Event: abnormal bleeding (vaginal, menorrhagia),hair loss , feet pain , joint pain, endometriosis were added. . Event were updated :hormonal changes/low progesterone, tumor were updated to tumor/ teratoma / cancer type: uterus . Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation-uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse), chronic"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes"), neoplasm ("tumors") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, female sexual dysfunction, dyspareunia, bladder disorder, urinary tract disorder, vaginal discharge, migraine, headache, nausea, fatigue, alopecia, hormone level abnormal, neoplasm and weight increased outcome was unknown. The reporter considered alopecia, bladder disorder, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, migraine, nausea, neoplasm, urinary tract disorder, uterine perforation, vaginal discharge and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Product indication and essure implant date and removal date updated. Reporter and patient demographics added. New events added-perforation-uterus, apareunia ,dyspareunia (painful sexual intercourse), bladder problems, urinary problems, vaginal discharge, migraine, headaches, nausea, fatigue, hair loss, hormonal changes, tumors, weight gain and she did not underwent an essure confirmation test. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.